Event description:
Boston scientific received information that during a routine device interrogation, the right ventricular (rv) lead exhibited high out of range pacing impedance measurements, a fracture is suspected. A revision procedure will be scheduled, but has not yet occurred. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was taken out of service approximately two months later. No additional adverse patient effects were reported.